Event description:
Revision surgery - due to the patient being septic. The surgeon replaced the inserts on the left and right knee. This product complaint reflects the surgery to the right knee of the patient. The left knee will be processed on product complaint (B)(4).

Manufacturer narrative:
The reason for this revision surgery was to remedy septicemia in the right knee after 2 years, 6 months in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been 8 prior complaints against this part number; with similar failure mode pertaining to "revision surgery". This is the second complaint from this lot. The root cause for septicemia is not reported in the complaint. This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.